Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that foreign matter (described as ¿hair¿) was found in a bd¿ blunt fill needle. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: no.

Event description:
It was reported that foreign matter (described as ¿hair¿) was found in a bd¿ blunt fill needle. There was no report of exposure, injury or medical intervention.

Event description:
It was reported that foreign matter (described as ¿hair¿) was found in a bd¿ blunt fill needle. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: three picture samples were received for evaluation by our quality engineer. Upon visual inspection of the samples, hair was observed inside of the 50ll syringe. The syringes are manufactured in a standard clean area which is under a positive pressure to push dust and particles out of the manufacturing line. Operators must wear protective clothing and hair coverings according to procedure. A device history record review did not reveal any documented issues during the production of lot number 1801237 that could have contributed to this issue, however, it has been determined that the defect resulted from an operator not following the proper gowning procedure. A project has been opened to reduce the occurrence of this defect. Investigation conclusion: root cause of the non-conformance is related with human error. The root cause is that operator does not follow the clothing rules according to procedure.

Manufacturer narrative:
Investigation summary: no sample or photo was received for investigation. A review of the device history record could not be performed as a lot number was not provided for this incident. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer's indicated failure mode.